Event description:
A home patient (hp) contacted global technical services regarding a system error (se) 2240 alarm that occurred on the homechoice (hc) unit during dwell 3 of 3. The hp stated that she was connected at the time of the alarm and had not disconnected prior to the alarm. The hp stated all bags were properly spiked and connected and there were no patient extension lines in use. The hp confirmed there were no open clamps on unused supply lines and there was nothing unusual noted about the supplies. The technical service representative (tsr) assisted the hp to clear the alarm and advised se 2240 indicates a large amount of air has entered setup. The tsr reviewed proper procedures per the user manual with the hp. There was no patient injury or medical intervention reported. No further information is available at this time.

Manufacturer narrative:
(B)(4). The sample was discarded. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Baxter product surveillance spoke with the caregiver who stated they were able to resume therapy by starting with new supplies. No defects were noted at the time and there were no samples or lot number to provide. The patient is resuming therapy on the cycler. There was no medical intervention or patient injury. This complaint for the system error 2240 (air in line) that occurred during dwell 3 of 3 was not confirmed due to a lack of sample. The root cause of the complaint was not determined. The lot number was not provided; therefore, a batch review cannot be conducted. The root cause investigation is in progress through (B)(4).